Event description:
This complaint is now reportable based on the analysis completed in late 2008. It was reported that during a coronary artery stent treatment procedure, the stent could not cross the lesion. The target lesion was a 95% stenosed severe calcified and tortuous left circumflex artery lesion. The liberte 4.5x20mm bare metal stent was unable to cross the lesion. The procedure was completed with an unspecified 4.50x16mm stent. No pt injuries or complications were reported. The patient's condition was reported as "good." However, the returned product was analyzed, it was found to have stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the distal edge of the stent was damaged and the stent moved distally so that its distal edge was 6mm distal to the proximal inner marker band. Struts on stent rows 1 and 2 from the distal edge were raised distally. This type of damage is consistent with the delivery system encountering some form of restriction. The most probable root cause classification for this event is that of operational context. A review of the mfg documentation of this batch found that the device met its material, assembly and product specifications at the time of release to distribution.